Event description:
It was reported that the patient complained of feeling a shock where the device was implanted, and that the device was 'stretching my skin' and 'sticking out.' It was further reported that the device was explanted because it was 'implanted incorrectly,' and that the patient had been experiencing 'a lot of problems' since implant. Further information regarding these 'problems' could not be obtained, and it was not possible to confirm or deny whether the patient had experienced any shocks while the device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient complained of feeling a shock where the device was implanted, and that the device was 'stretching my skin' and 'sticking out.' The device was later explanted for an unknown reason. Follow up is currently in process for additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2013. 4396 implantable pacing lead - (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.